Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box".

Event description:
It was reported that at 14.00 on (B)(6) 2022, the patient underwent transurethral plasma resection of the prostate under general anesthesia. After the operation, the indwelling foley catheter was connected to the bladder for continuous flushing. The balloon was ruptured at 23.30, and the doctor replaced the three lumen urinary catheter. At 2.33 on october 10, the patient's foley catheter balloon was ruptured again, and the doctor replaced the three lumen catheter and continued to flush the bladder.